Event description:
Boston scientific received info that this right atrial (ra) lead dislodged and would not pace or sense. A lead revision was performed and helix retraction was attempted, but was unsuccessful. This lead was explanted and a new lead was successfully implanted. No additional adverse pt effects were reported.